Manufacturer narrative:
H6 correction: device codes changed to failure to unfold or unwrap. Internal complaint number: (B)(4). The device was returned to the factory for evaluation on 21may2020 and investigation was conducted on 17june2020. A visual inspection was conducted as well as a photographic inspection. Two photos were received. One photo shows the product and lot information. The second photo shows the used delivery device, loading device and aortic cutter. The delivery device was observed to have blood on and inside the device indicating an attempt to load the seal. The photo also shows the tension spring assembly remaining inside the delivery tube and the seal extended outside of the delivery tube. There were no visual defects observed on the aortic cutter or loading device based on the photographs. A visual inspection was conducted. There were signs of clinical use and evidence of blood found on the delivery device, loading device and seal and tension spring assembly. The delivery device was returned outside the loading device. The white plunger were observed to be depressed on the delivery device with the blue slide lock dis-engaged. Blood was visible in the delivery device indicating that there was an attempt to deploy the device into the aorta. The tension spring remained inside the delivery tube; however the seal was extended outside of the delivery tube. Measurements of the delivery tube could not be taken due to the blood observed on and inside the delivery device. The seal was observed to be in the open state, with no visual defects observed. Based on the returned condition of the devices, the reported failure "failure to unfold or unwrap" cannot be confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) plunger was pressed in the delivery system, but the seal did not come out properly from the device tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. .

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) plunger was pressed in the delivery system, but the seal did not come out properly from the device tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects.